Event description:
It was reported that the 38mm humeral liner impactor tip split during impaction of the liner onto the 0mm humeral adapter tray. No damage to 38mm +0mm humeral liner was noted and implantation was not affected. No parts or pieces fell into the female patient's wound site. There was a small surgical delay, less than 5 minutes. Patient was last known to be in stable condition following the event. Devices will be returning.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) based on historical complaint investigations and the image provided of the complaint device, the cracked humeral liner impactor tip reported was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture of the device. Additionally, the device may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instruction which could have led to the observed failure. Section h11: the following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable.